Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the medications was not showing up on patient profile. A technical support specialist (tss) found that the item was not stocked in the cabinet and advised the customer to reach out to the pharmacy to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer tried to issue oxycodone 10mg to the patient, but it did not show up on the patient¿s profile. The medication was shown as active. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.